Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug ceftriaxone. Per reporter volume was 280, stop volume 16.8, measured volume 27 and the calculated under infusion was 3.9 percent.no additional information is available at this time.